Event description:
It was reported a spectrum pump had "door not fully latched" messages. It was also reported that there was no patient involvement.

Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The reported "door not fully latched" messages were reproduced and confirmed through eval. This condition was caused by a failed upper link switch. The upper auxiliary (containing the failed link switch) was replaced.